Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty retracting the foot; however, the tissue damage, surgical procedure, and delay in the procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional heart catheterization. Reportedly, the foot of the proglide device did not retract and when the device was removed, it tore the common femoral artery. A cut-down was done under general anesthesia to repair the artery and achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical repair and closure of the artery. The physician was reported to be trained in the use of the proglide device. No additional information was provided.